Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Cause was not known. Customer's continuous glucose monitor read "high", however, a specific bg value was not provided. The customer changed the sensor and followed up with healthcare provider on how to address bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.